Event description:
Post cardiac cath. And angioplasty pt developed groin infection. A left heart catherization was done on 7/2/96. He had a product places following stent in right groin. Discharged on 7/3/96 with no evidence of groin infection. 7/5/96 seen in ER due to tenderness in right groin - no erythema, fluctuance or fever at that time. Returned on 7/6/96 and was admitted for groin infection (staph aureauss). 7/9/96 developed purulent drainage taken to or for I & d, and back to or the same day for debridement. Following case review a request was made to submit a form 3500a report to MFR.